Event description:
Customer states that the pt had an allergic reaction at the point of the suture line. The skin tightened and gradually got worse. Surgeon removed sutures and performed a scar revision/excision procedure.